Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was deceased. There is no allegation from a health care professional that suggests that the death was device related.

Event description:
Additional information reported stated that the patient was found to be hypotensive, tachycardic, and in respiratory distress. The patient was presented to the emergency room via emergency medical services and complained of experiencing chest pain and shortness of breath for the past two days. A chest x-ray revealed a large left pleural effusion suggestive of pneumonia. The patient was intubated but later deceased.